Event description:
The product was used during a total shoulder repair procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not received for evaluation.